Event description:
At about 1 week after primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 22-may-2024: lot 2345999: (B)(4) items manufactured and released on 21-dec-2023. Expiration date: 2028-12-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional device involved batch review performed on 22-may-2024 liner: mpact 01.32.3644hct flat pe hc liner ø36/e (k103721) lot 2340661: (B)(4) items manufactured and released on 14-nov-2023. Expiration date: 2028-10-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.